Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. (B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During evaluation the force sensor was found to be out of calibration.

Event description:
The patient's mother contacted animas alleging the pump had 2 consecutive loss of prime warnings on (B)(6), 2011 and when she replaced the cartridge the pump did not recognize the filled cartridge. The reporter stated she tried two other cartridges; however, the issue remained unresolved.